Event description:
The event is reported as: a spontaneous break of the piece marked "bronchial" was reported during use. This incident was noted by the alarm of the ventilator which was indicating an important leak. A leak was noted and de-saturation of the pt. The connector was changed and reventilation of the pt. No pt injury reported. Pt's condition reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.